Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result use error due to misaligned hm wash probes and ignoring abnormal assay error flags. A siemens healthcare diagnostic inc field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 15.32 ng/ml was obtained on a pt sample. The result was not reported to the physician. The sample was retested and a result of 0.06 ng/ml was obtained. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was use error due to misaligned hm wash probes and ignoring abnormal assay error flags.